Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-22273. It was reported the patient experienced pain at the ipg site. In turn, the ipg pocket was revised on (B)(6) 2020. Surgical intervention has resolved the issue. Note: all of the patient's ipgs are being reported because it is unknown which ipg is liable.